Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional, and functional inspections were performed on the returned device. The difficult to position and remove were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure in the left anterior descending (lad) artery, resistance was met advancing the non-abbott balloon over the balance middleweight (bmw) guide wire and the devices became stuck together. The devices were removed together as a system. A different bmw guide wire was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.